Manufacturer narrative:
Per the device contract manufacturer, the regulator was not returned for evaluation. A review of complaint records could not be performed, because a valid lot number was not received. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic gas dispensing regulator does not provide any pressure. Procedure details information is unknown. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The previous report submitted for this event contained an error in h1: ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h1 on a select number of reports. The error, which was limited only to the h1 field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).